Event description:
This ra lead was implanted on (B)(6) 2012. At the patient's office follow up, it was determined that the lead was not working. X-ray confirmed a complete atrial lead dislodgement. The lead revision was done on (B)(6) 2012 by dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).